Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The left drive wheel will not make contact with the ground. The tbm states when the provider attempted to go forward, the chair would only spin in circles.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated , so the original complaint issue was not able to be confirmed.

Event description:
The left drive wheel will not make contact with the ground. The tbm states when the provider attempted to go forward, the chair would only spin in cicrles.